Manufacturer narrative:
(B)(4). Date sent: 12/19/2022. Additional information: the surgeon used a metal tool to open the jaw and found the staple well formed. The surgeon used the same gun to continue the operation. After a successful fire (with a reload of g or d, could not determine), bleeding and malformed staples were observed while opening the jaw. Change to thoracotomy for manual suture. After the operation, the patient was in normal condition and has been discharged additional information was requested and the following was received: how was the bleeding controlled? Manual suture. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status and condition? Good and discharged. What was the procedure? Thoracoscopic lobectomy. What anatomical structure the stapler was fired upon? Vesell. Which cartridge was in the stapler when this occurred? Unknown. What troubleshooting steps were attempted? Tried the reverse button. Did you fully complete all 3 firing strokes and attempt to use the reverse button? Yes.

Manufacturer narrative:
(B)(4). Date sent: 1/3/2023 additional information was requested and the following was received: what lobe was being resected? -left lobe. Did the patient receive and pre-operative chemotherapy or radiation? -no. What vessel was the stapler being fired upon? -unknown. Is it the surgeons common/usual practice to use a blue reload on a pulmonary vessel? -no. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Batch#: unk. Ecr45b (lot#: 531a14, 551a55), ecr45g (lot#: 494a50). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. DHR (device history review) is pending. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). What is the most current patient health status and condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the operation, the jaw cannot be opened after a fire. The surgeon used a metal tool to open the jaw and found some staples malformed. The malformed staples caused bleeding. After the rescue, the patient has been in normal condition. Procedure: vats.

Manufacturer narrative:
(B)(4). Date sent: 2/24/2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with five ecr45b (b-f), one ecr45w (g) and one ecr60g (h) reloads present. One b-formed staple was found in the channel of the reload (g). All reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause on the reported event of "difficult to open", the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. B,c,d,e,f: ecr45b, 466a36, fully fired g: ecr45w, 320a48, fully fired h: ecr60g, 441a74, fully fired - one b-formed staples in the channel. A manufacturing record evaluation was performed for the finished device batch number 589a50, and no non-conformances were identified.